Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was purulent drainage from generator site, with mild redness around generator. Examination found small erythema and mild drainage. Patient did not have any symptoms. Antibiotics was administered and patient required in-patient or prolonged hospitalization and emergency room visit. The etiology was reported to be not related to device or therapy, but possibly related to implant procedure and neurostimulator pocket. The outcome was reported to be resolved without sequelae. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that infection was suspected. No diagnostics were done. The event resolved without sequelae on (B)(6) 2018.